Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, premature battery depletion was observed. The battery longevity was significantly low. The physician opted to closely monitor the patient via remote and in clinic visit. On (B)(6) 2020, the issue of failure to pair the device and the apps was observed due to unknown cause. The device pairing was eventually successful. The patient did not have any adverse health consequences.